Manufacturer narrative:
H6 image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. One intraprocedural fluoroscopic still image was submitted for review in relation to the reported event. Review of the available imaging demonstrates the presence of a partially deployed evolut. Assuming adequate position of the reference pigtail catheter, depth appears to be deep which would prompt a recapture. As no additional imaging was provided, a comprehensive analysis could not be completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., e1., e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no procedural delay occurred.

Manufacturer narrative:
Continuation of d10: product ID: evolutpro-24; product lot/serial number: (B)(6); product type: 0195-heartvalves; implant date: n/a, explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was observed that the valve would not anchor to the native annulus, and slipped out during deployment, while still attached to the delivery catheter system (dcs). After repeated attempts to deploy the valve with an inability to anchor to the annulus, the valve was recaptured, and the system was withdrawn from the patient. No patient complications were reported as a result of this event.